Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of ". Close the door" was not reproduced. A review of the event history log (ehl) revealed "shut door - power off." Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. The link and link switch will require adjustment per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize close door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.